Event description:
A 5cm ablation was attempted using 700-102669 lot# 22369 on the kidney. Ablation was going as planned and 3 minutes into the hold time a 4 cm, the generator shut down and gave a system failure 3; power supply reading. The generator was turned off and then switched on and same error occurred. The power cord was switched to another outlet with the same result. The software card was changed and another outlet was used, and the system re-booted. A 5cm ablation was again started and at 4cm, the system shut down with same error code. Engineering was contacted and it was determined that the case could not be completed. Generator is available for return.